Event description:
In 2011, pt had essure implanted. Pt states at first she was feeling fine, then a few months later, developed severe pelvic pain. Pt. States at times the pain would be so bad she would be "doubled over" and that the pain now is "20 times worse". On (B)(6) 2014, pt had an x-ray, ultrasound and blood work done. Pt states that the doctor told her that the essure implant "exploded in her tubes" and that there were "metal fragments" everywhere inside her tubes. Pt's doctor recommends she get a hysterectomy.